Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up in back-up vvi. The patient received a vibratory alert. A device image was received for further investigation. A device download was performed successfully. The patient will continue to be monitored.